Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the tube was punctured. There was no patient harm reported.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated sample was received for the evaluation. Upon functional evaluation, the balloon was inflated with 5ml of air and the balloon remains inflated for more than 10 minutes. Therefore, the reported condition is not confirmed. No action plan is deemed required at this time. The current process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention.